Event description:
It was reported that on (B)(6) 2017, the patient received a primary left knee attune tka to treat osteoarthritis. The patella was resurfaced and competitor cement x2 was utilized. The procedure was completed without complications. On (B)(6) 2024, the patient received a left knee revision to treat loosening of the tibial tray. Upon entering the joint, the tibial tray was confirmed to be loosened and debonded at the cement to implant interface. Tibial bone osteolysis was curetted. There was no reported product problem with the revised tibial insert. The femoral component was well-fixed but revised to accommodate the revision construct. The patella was well fixed and retained. The patient received an attune revision construct. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2024, affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.